Event description:
Consumer called to report going unconscious and having the paramedics come to the house to treat her. Blood sugar was reading higher than she actually felt. Paramedics tested her at 49.